Event description:
The customer contacted physio-control to report that while recently performing a user test, the message service appeared on their device's display which is indicative of a lockup condition that may prevent defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.the cause of the reported issue could not be determined.